Event description:
Related manufacturer reference numbers: 2017865-2022-37504. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) and the left ventricular (lv) lead exhibited high capture threshold. The ICD was explanted and replaced, and the lv lead was capped and replaced on (B)(6) 2022. There were no patient consequences.